Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, x-ray confirmed the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced with a new lead. It was noted that during the revision, the cardiac resynchronization therapy defibrillator (crt-d) was unable to secure the new lead into the header. The device was also explanted and replaced. No patient complications have been reported as a result of this event.